Event description:
The physician informed disstributor that a patient with an automatic implantable defibrillator (aicd) received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and noted that one of the reate sensing leads had an insulation break and body fluids were noted in the insulation. The patient had two rate sensing leads implanted. It is unknown which lead had athe insulation problem. The physicvian elected to replace the leads. The two leads were capped and remained implanted. Removed from service approximately 9/16/93. Total implant time 20 mo.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.